Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
It was reported that the ventilator had a 'blood oxygen fault'. Additional information about the event has been requested. There was no patient involvement. The customer was provided with a quote for service repair of the device.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Information received stating that the issue was found when the doctor checked the ventilator. Additional information has been requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Further investigation has determined the alleged device malfunction was prior to clinical/therapeutic application during equipment testing. No patient use was noted, nor patient harm alleged.